Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced hypotension, a cardiovascular event and subsequently expired on or about an unknown date in 2007 after the use of the product.